Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no complaints in the last 12 months with the same issue. The device was tested but they were unable to replicate the issue as there were no false upstream occlusion alarms, and the pump passed functional and accuracy testing.

Event description:
It was reported that there was an upstream pressure sensor problem. There was a patient involvement, but no patient harm reported.